Manufacturer narrative:
Images confirm breakage of rod. This appears to have been a difficult case. The pt had delayed union although she ultimately fused. She also had a post operative infection. Both of these issues may have contributed to problem that was reported. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Rod fracture was noted after revision surgery. On (B)(6) 2009, the second surgery was done to replace the rods. After the surgery, infection was noted, but it healed. On (B)(6) 2010, the right rod was found broken. There is no plan to perform revision surgery since bone union was confirmed, but there was delayed union before and after the revision surgery. The pt is being monitored and no action is being taken at this time. Note: initial reported ae for this pt was documented as 1526439-2009-00099.